Event description:
A malfunction was reported with the customer's insulin pump, specifically displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction recurred. The customer reverted to an alternate method of insulin therapy.